Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient is experiencing light sensitivity, dry eye, scarring, hard to focus due to glare from light above or beside, and cannot do needle work. The patient is waiting for a second opinion and is confused. The patient noted being happy with vision and did not need reading glasses initially after surgery. Additional information has been requested. There are two related reports for this patient, another manufacturer report will be filed for the fellow eye.